Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the water leak on channel b hose connection between the nylon fitting and the coupling on the output of quick connect. Fsr tightened nylon fitting to the coupling on the output of the quick connect. He performed preventive maintenance and release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit was leaking from the bottom. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.